Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries for the imaging system were replaced. While testing the imaging system, it was found that the configuration file of the viewing station of the imaging system was corrupt and that the file was reloaded onto the viewing station. The imaging system then passed the system checkout and was found to be fully functional. The battery has not been replaced by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the motion batteries on the imaging system were low. It was reported that the batteries depleted quicker than intended when transporting the imaging system to storage. There was no patient present when this issue was identified. No additional information was provided.